Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose of 34 mg/dl. They treated with food. The customer stated they had the low blood glucose because they were not eating like they should. Troubleshooting was performed on the insulin pump. Their blood glucose during the call went up to 43 mg/dl and 46 mg/dl. Their last blood glucose during the call was 75 mg/dl. The device will not be returned for analysis.